Manufacturer narrative:
This report is submitted on 5 august 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision to remove tissue at abutment site. Clinical management is ongoing.